Event description:
It was reported that the customer want to know how to suspend the insulin pump while in the hospital for surgery. The customer's blood glucose level was 140 mg/dl. The customer was walked through on how to suspend insulin pump and advised that the insulin pump will beep every 15 minutes until insulin delivery has been resumed. The customer was advised to call back if assistance is needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).